Manufacturer narrative:
A boston scientific technical services consultant recommended isometrics during consecutive rv impedance measurements to assess the lead. The consultant stated the rv sensitivity could be reprogrammed to be less sensitive. The patient was brought in for defibrillation threshold (dft) testing which was performed at the least sensitive setting and adequate sensing was observed. The rv sensitivity was reprogrammed to 1.0mv and there have been no further issues. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that atrial flutter (af) is being detected on the right ventricular (rv) pacing and shocking channels resulting in oversensing. There were episodes of pacing inhibition of 2.5 to greater than 8 seconds. Additionally, inappropriate anti-tachycardia pacing (atp) was delivered followed by a diverted shock. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
A revision procedure was performed and this device and the associated rv lead were removed from service. The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.